Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 6fr t/l powerpicc solo catheter. The white solo connector cap contained a longitudinally-aligned crack which traversed the length of the cap and a segment of the connector had broken off and was not returned for evaluation. The remaining luer threads appeared normally formed and undamaged. The cap crack was forced open at bas in order to inspect the inner fracture surface. Microscopic examination of the fracture surfaces revealed two voids within the wall of the connector. The fracture surfaces, outside the voids, were rough and granular in nature. The unused state of the catheter, and apparent brittle nature of the break, suggest that this issue may be related to the manufacturing or molding process of the white cap. The sample was sent to the manufacturing facility for further review. Manufacturing evaluation the complaint for ¿valve cracked¿ is confirmed according the evaluation the sample received which showed valve part cracked of the lumen white; showed two bubbles within valve, maybe these are caused by the incorrect molding process, leading to valve breakage. This condition cause leak in the device. Therefore the cause for this complaint is manufacturing related. An internal event was opened for the tracking of this issue. A lot history review (lhr) of rebn0817 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during unpackaging of the device (triple-lumen) a complete break was detected at the white/blue hub - it was broken out directly. The PICC was not used on a patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0817 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during unpackaging of the device (triple-lumen) a complete break was detected at the white/blue hub - it was broken out directly. The PICC was not used on a patient.